Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false eri alert was observed. The event was resolved by explanting and replacing the device. The patient experienced no consequences.